Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that the needle broke during use. Surgeon was unable to locate and explant the device. No adverse pt consequences were reported.